Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a total knee arthroscopy procedure, it was noted that two blades broke during the procedure where the blades fit into the handpiece. It was also reported there was a short delay to swap out equipment and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Devices not returned.

Event description:
It was reported that during a total knee arthroscopy procedure, it was noted that two blades broke during the procedure where the blades fit into the handpiece. It was also reported there was a short delay to swap out equipment and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.